Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system sounded like it arched a few times and then turned itself off. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.